Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: during chemotherapy with fluorouracil (5fu) the product leaked. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One(1) used caresite valve, was returned with an unknown extension set and no packaging. The valve was decontaminated and visually examined. There were no visible cracks or manufacturing defects on the returned sample. The reported defect was not confirmed. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformance of this nature. While we are unable to confirm the specific nature of the reported event, b. Braun medical has initiated a corrective action and preventive action (CAPA) to address issues of leakage. We will maintain this report for further references and continue to monitor other reports for similar occurrences.